Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the user control panel was confirmed through functional testing and archive data review. The root cause is due to a defective load cell. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the user control panel. The archive data was reviewed and contained multiple ua 7 error message on the reported event. A load characterization check was performed and identified a defective load cell. As part of routine service during testing, the platform was examined and found physical damage on the top cover, front enclosure, battery compartment and battery latch. These observations are unrelated to the reported event. Upon replacement of the load cell and damaged parts, the platform will be functionally tested. The autopulse platform is a reusable device and was manufactured on 01 nov 2007 and has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 error message upon power up. User was unable to clear the ua 7 error message. No patient involvement.